Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported a blank display. Customer reported that battery compartment and/or springs are damaged and/or corroded. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with critical pump error (open book image). Unit was successfully downloaded using thump software. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review using the pump detailed trace, pump error 63 (variable = 2, file number =49, line number = 19825) occurred on 09-oct-2024 three consecutive times at 19:11:05.000 until 19:14:00.000. Pump error 4 (file number = 32122 line number = 2690) occurred on 10/09/2024 at 19:14:00.000. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the lcd. Pump error 4 was the consequence of the pump error 63 and it was expected. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection found moisture damage on electronic assemblies. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, keypad overlay texture damage, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and label damage (faded). In conclusion, customer concern for blank display was not confirmed. Cosmetic damage confirmed where cracked battery tube case and cracked battery tube threads were noted. Critical pump error (open book image) was confirmed due to pump error 63 and pump error 4. Pump error 63 and pump error 4 were confirmed due to hardware issue. Exposed to moisture confirmed on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.